Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. Although the duration of use for the caresite valve could not be confirmed, it is indicated on the instructions for use (IFU) for the reported product catalog number, "the luer access device is compatible with lipid emulsion (contained in tpn solutions) and cytotoxic agents containing cremophor (e.g., paclitaxel) for 24 hours." If the sample is received for evaluation or if additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event # 2: reports methotrexate (chemotherapy drug) was administered to the pt. Later, during administration of leucovorin (antidote), leakage was found from the "alligator" connector. This occurred in two cases at this hospital. The facility indicated that after administering the methotrexate, the infusion set was changed. However, the facility cannot recall if the caresite valve was also changed.